Event description:
Pump declared alarm 20 during pumping, but there was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Although the customer attempted to load a new cartridge following the proper technique, the cartridge alarm recurred, preventing the resumption of insulin therapy. Consequently, tandem technical support decided to replace the pump to ensure uninterrupted insulin delivery, and instructions for transport were provided.